Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, upon further review of the complaint, this is being downgraded to a non-reportable event. The patient, who was pregnant, reported inaccurate cgm values which occurred two days after the sensor had been inserted. Paramedics were called because the patient¿s cgm was reading low. No symptoms of hypoglycemia were reported. She did not check a finger stick bg until after ems came. Before ems arrived, the patient had already started drinking a few glasses of grape juice. When paramedics checked her bg it was 183 mg/dl. While the paramedics were there, and after drinking the grape juice, she developed a headache and numbness of the left side. She was fine when the paramedics left her home and she did not go to the hospital. This would not constitute an adverse event as the patient was asymptomatic prior to ems arrival, there was no serious or life-threatening injury, and although ems was called, there was no documentation of medical intervention by the paramedics. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2019. The patient stated the cgm was displaying low and they had a headache and felt numbness on their left side of their body. They stated paramedics were called and prior to them arriving, the patient drank juice. When emergency medical services (ems) got there, they checked the patient¿s blood glucose with a meter, and it was displaying 183 mg/dl. No treatment was provided by ems and the patient felt fine before the paramedics left. At the time of contact, the patient was in stable condition. It was reported that the patient used cgm while pregnant or while on dialysis against user guide recommendations. Labeling indicates: do not use the g6 if you are pregnant, on dialysis, or critically ill. It is not known how different conditions or medications common to theses populations may affect performance of the system. G6 readings may be inaccurate in these populations. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.